Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. During a laparoscopic cholecystectomy, the applied medical epix universal clip applier was used. The clip applier was not preloaded or fired prior to placing the device down a 5mmx100mm applied medical z-thread trocar. The surgeon placed the clip applier down the applied medical trocar and performed a half squeeze of the trigger to load a clip into the jaws to the clip applier. The jaws of the clip applier with the loaded clip were placed over the cholecystic artery and the surgeon fired the clip applier by pulling the trigger all the way back. The clip did not close completely. The clip closed at the distal tip of the clip but left the apex of the clip open. The same steps were completed 4 or 5 more times with each clip failing to close at the apex. The clips were removed from the patient using a maryland grasper. The patient was not harmed. The clip applier was handed off of the surgical field and the doctor requested an ethicon clip applier to be used for the rest of the case. Additional information received via email on 03dec2018 from account manager associate: the clip did not fully load in to the jaws. The clips would come out about half way into the jaws when the surgeon tried to load them. The surgeon did not skeletonize with the clip applier. The vessels were skeletonized with a maryland dissector prior to use of the clip applier. Patient status: no harm to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of clips not fully closing. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. It is unknown whether the out of specification feeder was use-related or a pre-existing device nonconformance. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process and inspection enhancements intended to further minimize potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: laparoscopic cholecystectomy. During a laparoscopic cholecystectomy, the applied medical epix universal clip applier was used. The clip applier was not preloaded or fired prior to placing the device down a 5mmx100mm applied medical z-thread trocar. The surgeon placed the clip applier down the applied medical trocar and performed a half squeeze of the trigger to load a clip into the jaws to the clip applier. The jaws of the clip applier with the loaded clip were placed over the cholecystic artery and the surgeon fired the clip applier by pulling the trigger all he way back. The clip did not close completely. The clip closed at the distal tip of the clip but left the apex of the clip open. The same steps were completed 4 or 5 more times with each clip failing to close at the apex. The clips were removed from the patient using a maryland grasper. The patient was not harmed. The clip applier was handed off of the surgical field and the doctor requested an ethicon clip applier to be used for the rest of the case. Additional information received via email on 03dec2018 from account manager associate: the clip did not fully load in to the jaws. The clips would come out about half way into the jaws when the surgeon tried to load them. The surgeon did not skeletonize with the clip applier. The vessels were skeletonized with a maryland dissector prior to use of the clip applier. Patient status: no harm to the patient.